Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported the insulin pump is vibrating continuously and a picture of an insulin pump with an arrow towards a book is on the screen. The customer did not troubleshoot the issue. The customer was advised to return the broken pump for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and unable to download due to moisture damage on the electronic assembly. The insulin pump was received with moisture damage on motor assembly, minor scratched lcd window and cracked select button keypad overlay.